Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-05452. It was reported the patient experienced a fall and broke her hip. Afterwards, the patient began to receive uncomfortable stimulation in her hip area. As a result, the patient's scs system was explanted. The exact date of explant is unknown but occurred late in the year of 2017.